Manufacturer narrative:
The pump was returned and analysis found wear on the motor o-ring for gear number three. The catheter was returned and analysis found damage to the anchor that was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-dec-2009, UDI#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 10 mg/ml of dilaudid at 1.1 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient felt less effective therapy since last (B)(6), approximately (B)(6) 2019. The patient denied any symptoms of withdrawal. The patient was referred to get a catheter dye study, but the healthcare provider (hcp) stated that "the catheter is old" and decided to replace the catheter rather than perform a dye study. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostic or troubleshooting measures were performed. The patient's pump was explanted and replaced on (B)(6) 2020 due to expected end of life (eol). Upon disconnecting the catheter from the explanted pump, the surgeon felt the catheter looked like it "had a bunch of little holes in it". The entire catheter was explanted and replaced on (B)(6) 2020 and would be returned for analysis. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included chronic pain and lupus. The patient¿s concomitant medications included azathioprine, probiotic, prasterone, guaifenesin, levothyroxine, lipogen, and omeprazole.